Event description:
Product analysis was completed on the explanted generator and there were no performances or any other type of adverse conditions found with the pulse generator. It was noted from the data that was downloaded from the generator that the high impedance occurred prior to when it was found.

Event description:
A implant card was received indicating the patient received a full revision. The generator was replaced prophylactically and the lead was replaced due to high impedance. Product return attempts have been made and it was stated that they would be returned, however no device has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include that the explanted generator was received into product analysis in the supplemental #01 submitted.

Event description:
Explanted generator was received for product analysis, however it is not the suspect device.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient was referred for a generator and lead replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.